Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient was under anesthesia when the reported issue occurred.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sftwr 960-152 media io, software version: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer, however analysis results were not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported the software froze after attempting to load a disc containing patient exams. The system shows receiving eight patient exams prior to freezing. The system memory was checked and was only using 11% of the memory. It was noted the site tried loading three different discs. The first disc had a large number of exams on it and the system became unresponsive while attempting to load. The second disc only had three scans on it, and the system became unresponsive. The manufacturer representative then tried loading a disc containing only one scan, and the system became unresponsive. The system was rebooted three different times, and during the final reboot, the system took about five minutes to communicate because it stayed on the black no signal screen. Once the system was up and running, the site decided to use an imaging system to obtain scans. The system had frozen while transferring the images, but the transfer was successful when manually pushing the images. This issue occurred intraoperatively and cause a one and a half to two hour surgical delay. There was no reported impact on patient outcome.